Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the device stopped working. The patient was unable to pump the device. The existing aus was removed and replaced. No patient complications were reported.